Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) blood detect voltages are out of spec and could not be adjusted. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. During scheduled pm service getinge field service engineer (fse) found that the blood detect voltages were not within specifications and could not be adjusted in (measured 1.19vdc / 1.46vdc). Fse installed a new solenoid driver board (d670-00-0639e) and completed a full pm. All tests passed to factory specifications. Returned to the customer and released for clinical use.

Event description:
N/a